Event description:
It was reported that during a morbid obesity procedure according to letter sent by surgeon, the patient was submitted to a morbid obesity surgery in 2006, but the device failed in its use, because the staples did not close. The patient had some serious complications, which were not provided yet, and went to another hospital to be hospitalized up to the current date. Also, it was informed that this patient would be submitted to another surgery next week. Therfore, further information will be likely provided.